Manufacturer narrative:
The investigation determined that lower than expected thyroid stimulating hormone (tsh) results were obtained from a single patient sample using vitros immunodiagnostic products tsh reagent lot: 7340 on a vitros xt 7600 integrated system. The results were lower than expected when compared to the results from the same sample processed on an alternate vitros xt 7600 system. The assignable cause of the event was an instrument related issue. The customer had observed the signal reagent probes of the vitros xt 7600 system leaking fluid. Additionally, the customer observed crystals on the sr probes and on the pump tubing. An ortho field engineer (fe) found a buildup of fluid around the sr drain and a leak from the sr pump. After cleaning the probe assembly, the fe replaced the probe assembly arm, the sr pump, the tubing from the pump to the sr reagent, the pumps to the sr probes and the sr probes. Additionally, the fe found the aspirate filter for the pre- well wash to be clogged and replaced the filter. Following service actions, the customer reprocessed the affected patient sample, and the result was considered by the customer to be concordant to the initial results for the sample from the alternate vitros xt 7600 system.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected thyroid stimulating hormone (tsh) results were obtained from a single patient sample using vitros immunodiagnostic products tsh reagent lot: 7340 on a vitros xt 7600 integrated system. The results were lower than expected when compared to the results from the same sample processed on an alternate vitros xt 7600 system. Patient sample vitros tsh results of 0.121 and 0.022 miu/l vs the expected result of 0.867 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower-than-expected vitros tsh results were not reported from the laboratory. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).